Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert was heard by the patient. It was found that a lead integrity alert had triggered, there was undefined pacing impedance, high rate ventricular event notable of noise, and short v-v¿s on the ventricle channel for the right ventricular (rv) lead. A possible lead fracture was suspected. It was noted that the noise could not be reproduced with isometrics. The patient refused any device reprogramming for the rv lead. However, after the physician spoke with the patient¿s spouse they decided to have the patient schedule as an outpatient for a rv lead extraction and replacement at a later date. Approximately a week later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis. In addition to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.